Event description:
It was reported that the bd solomed¿ syringe without needle barrel was found cracked before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe with the device broken even before using it."

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The batch meets the acceptable quality level of the bd and so may be considered appropriate for use. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe without needle barrel was found cracked before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe with the device broken even before using it."